Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device was discarded and will not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified , a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 10, 2020 that a wallflex esophageal fully covered stent was implanted to treat a malignant stenosis in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2020. According to the complainant, during recovery, the stent started to come out while suctioning the patient. The patient coughed up the stent which was later removed. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b1, b2, b5 and h1 have been updated with additional information received on (B)(6), 2020. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 4003 captures the reportable event of stent migration. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device was discarded and will not available for return; therefore, a failure analyis of the complaint device could not be completed. If any further relevant information is identified , a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex esophageal fully covered stent was implanted to treat a malignant stenosis in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2020. According to the complainant, during recovery, the stent started to come out while suctioning the patient. The patient coughed up the stent which was later removed. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2019*** according to the complainant, there was no intervention required to remove the stent as it was coughed out by the patient. Reportedly, the patient's condition at the conclusion of the procedure was fine.